Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, a patient in jordan reported insufficient subcutaneous tissue at the infusion set insertion site. This led to hyperglycemia, managed with pump.